Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device displays a speaker malfunction error. In the unit the speaker was very low, but when tested at the speaker certification tool the sound was loud and clear. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective speaker. The speaker was replaced.